Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump alarmed motor error due to motor gearbox jammed. Unable to perform the excessive no delivery test due to the constant motor error alarm.

Event description:
It was reported that the customer's insulin pump alarmed motor error. Troubleshooting was performed, and the device failed the displacement test twice. It was stated that the device was not exposed to an MRI. Advised to revert to back up plan until the replacement of the insulin pump arrives. No further information was provided.